Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. Displacement test was pass. The customer was assisted with self test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No the hrm task did not grant motor power in reasonable time error noted during testing. The motor was tested outside of the device and passed. (B)(4).